Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The returned sling was visually inspected and concluded to be cut distal of the sheath-sling adhesive bond edge at the sheath loop. The sheath loop has a double layer of material which increases the strength at this location. It is therefore unlikely for the sheath to tear at the connector loop. A torn sheath loop will also exhibit elongation, deformation and necking. Based on the uniformity of the sheath loop edge and the strength of the double layer of material, product analysis concluded the unit to be cut rather than torn. As stated in the dfu (91152674), do not contact the sling with any staples, clips, or other instruments which may damage the mesh. The device should also be inspected prior to the procedure; any damaged devices should not be used. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that ams advance xp sling system tore apart during surgery. The physician placed the left side trocar of advance xp system. He then attached the mesh securely to the trocar and began to reverse his trocar and mesh back through the patients left obturator. The mesh detached from the connector that was attached to the trocar.

Event description:
It was reported that ams advance xp sling system tore apart during surgery.the physician placed the left side trocar of advance xp system. He then attached the mesh securely to the trocar and began to reverse his trocar and mesh back through the patients left obturator. The mesh detached from the connector that was attached to the trocar.